Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer, and a nemo (non-engineering material only) service was agreed upon. The customer ordered a replacement nibp assembly board to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the suresigns vs2+ nbp/sp02 indicating the blood pressure monitor is giving low readings and has failed multiple tests. The pump needs to be replaced. The device was in use on patient at time of event, there was no adverse event reported.